Event description:
The target lesion was a dialysis shunt. The vessel was not calcified or tortuous. Rate of stenosis was unknown. The patient was female. The balloon was inflated for 3 times at normal pressure. However, sufficient dilatation could not be obtained, and the target lesion was not treated completely even though the vessel was not heavily calcified. The balloon was changed to a competitor's product (conquest, medicon), and the target lesion was treated successfully. There was no adverse event and the patient is in stable condition. No anomalies were noted prior to use, there was no difficulty removing the product from the package. The device prepped normally and was able to maintain negative pressure.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.